Manufacturer narrative:
A screenshot was received which confirmed the reported issue. Logs were not available as the event occurred months before being reported. Draeger engineering was able to reproduce the issue on a known working device. It was found that the middle entry of the titration table was correct, however the rest of the table could become out of order. Although the calculation was being performed correctly, the numbers appear different on the screen as values close to 0.01 are rounded as only one significant digit is displayed. A design change request (dcr) was opened to address the issue with the titration table. The infinity acute care system ( iacs) instructions for use (IFU) will be changed to include a statement on how the small calculated values appear on the screen.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the customer is making use of the drug calculation function, and with the same patient and the same drug (same concentration/amount/dose) the system calculated another rate. Additionally, in the dose and rate columns the pre-configured values for amount, dose, and units are identical except for the "advised" value (calculated rate). There is no patient injury reported.